Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator was replaced in 2016. The op report stated that the battery has expired and the pain was worsening. The caller was unable to clarify if the battery died due to normal depletion. No further complications were reported.